Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Sample 1 was in new condition in its original packaging. Sample 2 was in used condition without its original packaging. A photograph of the original labeling for sample 2 was also received. A visual inspection was performed. It was observed that the box label and lid label matched for sample 1. The unit inside the tray was inspected and it was confirmed that the unit matched printed information on the label. No discrepancies were found. Sample 2 was measured with a calibrated ruler and it was confirmed that the length was within specification. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue could not be confirmed during evaluation; however, the most probable root cause is that a unit was found without identification and placed with material with the incorrect lot number. Actions were taken to mitigate the reported issue: the relevant procedure was updated to include a message at the beginning of the procedure instructing to scrap any material found without identification. A service request was generated in order to avoid handling material without identification in the area and the personnel was trained.

Event description:
It was reported that on the outside of the box, the lot number indicates the flange should be straight. When the trach was opened, it was noted that the flange was v-shaped instead. No patient injury was reported.